Event description:
Boston scientific received information that the right ventricle (rv) lead was bad, was possibly fractured and the threshold was elevated. The company representative informed the field representative that the ICD can be replaced and the most realistic longevity calculation that will yield an accurate longevity estimate can be done after thirty days after reprogramming. Attempts to obtain additional information were unsuccessful. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.